Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, there was a message that arm 1 was disabled. The technical support engineer reviewed the available system logs and did not find any related errors, then asked whether any error had been encountered, but the caller was not aware of a specific error. The engineer then guided the caller through a hard power cycle and emergency power off of the robot. After the system powered back on, the same disable message appeared again, and the caller disabled the arm before capturing the error number, then chose to proceed using three arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal sett up joint and distal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The unit was returned for failure analysis and the reported problem was confirmed and replicated. In logs, error 32056 was found, indicating that the acu in the proximal set up joint (suj) failed to initialize the i2c device, specifically the encoder eeprom associated with the dual magnetic encoder. This was accompanied by encoder errors 1123 and 1174, confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system in normal mode, where it triggered error 32056 on startup with encoder errors 1123 and 1174 in the logs, thus replicating the reported event. The unit was then installed, where it failed to release the horizontal brake. A golden acu was installed and the system still failed to release both brakes. A golden horizontal harness was then installed, but the brakes again failed to release. Based on these findings, failure analysis concluded that the dme pca is consistent with the reported event and is considered the potential root cause.

Event description:
Refer to h11 for follow-up information.